Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient's implantable neurostimulator (ins) for non-malignant pain. It was reported that they were having pain with charging which started in august of this year. They said they just had surgery last wednesday to have the ins moved down. No further complications reported/anticipated.